Event description:
It was reported by repair work order that the customer alleged that there was a broken loading wheel . Upon inspection of the unit by the service technician, it was identified that the load wheel casting was broken.

Manufacturer narrative:
Result: load wheel casting.